Event description:
It was reported that during field installation of the device, there was no circulation in rewarm. Since this event was found during installation, there was no patient involvement.

Manufacturer narrative:
This complaint could not be confirmed. The field service representative (fsr) replaced the solenoid valve and the unit operated to manufacturer's specifications. A significant amount of scale buildup was found inside the suspect valve. The valve is open when not energized and blocks flow with small amount of air pressure applied. The reported complaint could not be duplicated. This report is being submitted to the FDA as a result of a retrospective review of product complaints.